Event description:
It was reported that the dexcom g7 sensor failed to pair with the ilet multiple times after a sensor change, and the user was advised to replace the sensor; glucose was reported as stable during the event, and the problem was characterized as intermittent communication failure involving the antenna/electrical component of the system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with an intermittent communication failure associated with the device¿s antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.